Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump is not displaying their last two boluses. The customer's blood glucose level at the time of incident was 169mg/dl. The customer believes there is a delivery anomaly due to not being able to see the boluses in the history. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis.

Manufacturer narrative:
The pump was received with all operating currents within specification and passed functional testing including the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The boluses delivered during testing were properly recorded in the bolus history and daily totals history screens. No bolus history anomaly noted. The pump was received with a cracked case at the display window corners, a cracked reservoir tube, cracked battery tube threads and minor scratches on the lcd window.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.